Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response on up arrow button due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube window and a cracked reservoir tube lip.